Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the nozzle of the colonovideoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, foreign material clogged in the nozzle, and c-cover was burnt, could not be identified. Although mbc obtained the following information, we could not specify the cause of the foreign material clogged in the nozzle. There was no report such as deformation or damage of the nozzle. Mbc presumed that the suggested event may occur if a high-energy endo therapy accessory is used without sufficient distance from the distal end. However, we could not obtain the information whether the user used a high-energy endo therapy accessory despite repeated requests. Therefore, we could not make a judgement. We could not identify the foreign material. We could not conclusively specify the root cause of the foreign material clogged in the nozzle. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿reprocessing the endoscope (and related reprocessing accessories) *precleaning the endoscope and accessories. *manually cleaning the endoscope and accessories. Preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor the field performance for this device.